Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch report: mw5166215. It was reported that on an unknown date, a 19mm trifecta valve was implanted. On an unknown date, the patient presented for a diverticulitis scan and it was noted that valve was malfunctioning. On (B)(6) 2023, a valve replacement procedure was performed and the patient passed away.

Manufacturer narrative:
An event of structural valve deterioration and insufficient information for explant device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without lot number, device history record and complaint review details could not be performed. The provided procedural imaging and information were reviewed by medical affairs. Based on the information received, the cause for the reported structural valve deterioration could not be determined. The reported information for the explant device was insufficient. The patient effects of death was due to second procedure, per case detail. There is no indication of a product quality issue with regards to manufacture, design, or labeling.